Manufacturer narrative:
(B)(4). Batch #: unk. Date of event: only year of event known. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Not mentioned could you please clarify if was any change in the post-operative care of the patient as a result of the event? Not mentioned. Investigation summary: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a linear cutter device from the top view with the staple height selector in blue color. The knob can be seen in the home position. However, the exposed knife was observed on the distal end. Also, a black reload was loaded in the device with all drivers up. The second photo shows a device from the channel area with a black reload loaded fully fired and the exposed knife. The condition of the exposed knife is consistent with an improper loading technique. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified.

Event description:
It was reported that the handle (blue arrow) is back to "zero" position but the lame (red circle) is still visible. No patient consequences reported. No further information is available.